Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that that during surgery it was observed that there was a hair-like foreign substance on the device. There was no information available regarding harm or injury to the patient and no information about a delay. Another device was used to complete the procedure. Due diligence is complete. No additional information is available. No adverse event.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. G2 : country event occurred in - (B)(6).